Event description:
It was reported that during treatment of an unspecified vessel, the device and guide wire were advanced to the lesion but difficulty was encountered crossing the lesion. After removing the xience xpedition stent, 1cm of the tip of the xience xpedition stent delivery catheter was observed to be dangling from the device. It was not specified how the procedure was completed. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.